Event description:
It was reported that, during a cardioversion, there was a spark from the ECG electrodes (pads). Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
According to the information received: the gel in the pads is very yellowish. During a cardioversion, there was a spark from the ECG electrodes, it stopped and started once, however, the patient recovered. The paddles were used directly with the pertinent gel to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem appears to be due to the gel in pads being yellowish. The reported problem was confirmed. The device was not evaluated by philips, however, a distributor performed preventive maintenance and the device was performing correctly. The device remains at the customer site and no further evaluation is warranted at this time. The paddles were used directly with the pertinent gel to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that, during a cardioversion, there was a spark from the ECG electrodes (pads). The patient presented an erythema which is defined as reddening of the skin and may be considered to be a first degree burn. No information regarding medical intervention was received. A first degree burn (skin reddening) is a common side effect of cardioversion therapy with defibrillators. Given this information, the injury does not meet the criteria for a life-threatening, serious injury. Therefore, this report has been updated from serious injury to product problem. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.  Then I will add to the reports that is the reason why this report has been updated from serious injury to product problem.